Event description:
The reporter contacted lifescan USA on (B)(6) 2013 alleging inaccurate results. Results of 160mg/dl and 80mg/dl were obtained on the same meter within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision of <20% difference between results taken within 30 minutes of each other. This complaint is being reported because the reported issue was not solved with troubleshooting. No allegations of harm or injury were made and there is no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.